Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that while the surgeon was attempting to use the instrument it was hard to slide and the numbers were fading. The surgeon was able to complete the surgery using the instrument. There was no report of harm to the patient.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Event was initially reported under incorrect MFR number (0001822565-2025-02781). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.